Manufacturer narrative:
(B)(4). Further information was received from a nurse and healthcare professional which medically confirmed this case. Suspect product details, adverse event information, lab data, treatment details and causality were added or revised. Bloody effluent, bacterial peritonitis, and recurrent bacterial peritonitis were added as events. On an unreported date during hospitalization, the pd catheter was removed. The patient declined to be switched to hemodialysis. Event details: on an unreported date in (B)(6) 2012, the patient began receiving intradialytic parenteral nutrition (idpn) in her dianeal solution bags. On an unreported date in (B)(6) 2012, the patient was diagnosed with bacterial peritonitis. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotic therapy which was completed in (B)(6) 2012. No pd retraining was done. On an unreported date later in (B)(6) 2012, the patient was hospitalized for bloody effluent. The patient continued receiving idpn in her dianeal solution bags till hospitalization. During hospitalization, the patient was diagnosed with recurrent bacterial peritonitis (onset not reported). On an unreported date, peritoneal effluent cultures were performed, with unknown results. The pd catheter was removed. On an unknown date, the patient went into hospice care and was transferred to a nursing home where she died. The nurse confirmed the date of death. The nurse though that there may have something happened at the pharmacy facility where the idpn was added to the dianeal solution bags. The chief pharmacy officer was contacted, who stated that idpn samples were sent to a laboratory on a weekly basis. On (B)(6) 2012, four idpn lab samples were all negative at 14 days for fungal and bacterial growth. The nurse could not confirm the causes of death reported by the consumer, but stated that the death was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 2 of 3 involved in this peritonitis event.

Event description:
This report was received from baxter global pharmacovigilance and is a spontaneous report from a customer with supplemental information from a nurse of bacterial peritonitis, bloody effluent, and patient death in the USA. The patient began receiving intradialytic parenteral nutrition (idpn) in her dianeal solution bags in (B)(6) 2012. The patient was diagnosed with bacterial peritonitis in (B)(6) 2012 and an antibiotic treatment for the bacterial peritonitis was completed in (B)(6) 2012. No peritoneal dialysis (pd) re-training was done. The patient was hospitalized for bloody effluent later in (B)(6) 2012 and the patient was diagnosed with "recurrent bacterial peritonitis" during hospitalization. The patient continued to receive idpn in their dianeal solution bags until their admission into the hospital. The pd catheter was removed and patient declined to be switched to hemodialysis during hospitalization. The patient went into hospice care and was transferred to a nursing home on an unknown date. The patient died in the nursing home. It was unknown if the patient recovered from any of the events prior to her death. The cause of bloody effluent was unknown. The cause of death is unknown (death certificate not available).the nurse did not know anything about "infections and pneumonia" as the causes of death, as reported by the patient's husband. According to the nurse, the bacterial peritonitis and recurrent bacterial peritonitis events may have been related to the idpn in the dianeal solution bags. The nurse clarified "I think there may have been something that happened at the pharmacy facility when the idpn was added to the dianeal solution bags" and stated "I don't think the solution bags that came directly from baxter were related to the bacterial peritonitis, bloody effluent, or recurrent bacterial peritonitis." The nurse did not know if the bloody effluent was related to the idpn in the dianeal solution bags. The nurse also stated the patient's death was not related to the dianeal solutions or the idpn. No further information at this time.